Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a leak had been reported and had found that the line at the connection from the pump to the tubing had become disconnected. It was reported that approximately two hours of infusion remained. It had also been reported that the tubing was completely disconnected near the cadd pump connection, not near the portacath connection. The patient had noticed a white residue on the fanny pack upon realizing the leak. The event occurred while in use with a patient.